Event description:
It was reported that: depth measurement was performed after sheath and wire were inserted. After the tavr, manta was deployed, we noticed bleeding, doctor ordered protamine, continued to bleed. Angio was taken of the groin, noticed the manta was in the tract. We placed a balloon (8x40) to tamponade, until surgery could get ready for cut down. Doctor stated that depth must have changed from initial measurement to deployment. The patient was larger, however she was measuring at a 5. A balloon was used for tamponade, and a cutdown was performed for removal of misplaced manta. Patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 78-year-old female patient, 242 lbs., presented in the or for a tavr. Lower-positioned access was achieved utilizing ultrasound guidance with a micro puncture kit after multiple attempts. Issues were encountered advancing and withdrawing the initial procedural sheaths. During the initial insertion of the micro puncture wire through the needle, the needle slipped, and the first access was lost. The arteriotomy was 7.2mm, with mild medial calcification, and a depth measurement of 6.0cm. Depth measurement was performed following the insertion of the guidewire and mik sheath. Following the tavr procedure, an 18f manta was deployed to the measured depth of 6cm + 1cm in the right common femoral artery. Following deployment, bleeding was visualized, and protamine was administered, although the bleeding continued. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. A groin angiogram was performed and indicated the manta was positioned within the tissue tract. Balloon angioplasty was applied to tamponade, and the vascular surgeon was notified for surgical intervention. During the surgical cut-down, the manta was explanted, and the artery was successfully repaired. The physician later mentioned the depth measurement must have changed from the time the initial measurement was taken till the time of deployment; and the patient was larger, weighing 242 lbs., with a depth measurement originally of 5.0cm. The patient did not experience any harm, injury, or health consequences due to this event. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is attributed to user error due to incorrect deployment depth measurements and deploying manta into the tissue tract. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements as indicated in the IFU state depth location must occur with either the 8f depth locator prior to step dilation of the vessel and before the large-bore procedure is performed or with the 14f depth locator following the large-bore procedure but before insertion of the 14f manta device. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: depth measurement was performed after sheath and wire were inserted. After the tavr, manta was deployed, we noticed bleeding, doctor ordered protamine, continued to bleed. Angio was taken of the groin, noticed the manta was in the tract. We placed a balloon (8x40) to tamponade, until surgery could get ready for cut down. Doctor stated that depth must have changed from initial measurement to deployment. The patient was larger, however she was measuring at a 5. A balloon was used for tamponade, and a cutdown was performed for removal of misplaced manta. Patient was reported as fine post the procedure.